Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she keeps experiencing a blank display on her pump. The customer stated she experienced a blank display 3 times today, saturday and sometime last week may be wednesday. The customer reported that when she went to see her doctor the blank display occurred again and they needed to change out the battery even though the battery was full and changed out. The customer changed out the battery today and it was showing low again. The customer already changed it out today and it was still having the same issue. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.